Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
The customer reported when admitting a patient to the transmitter, the system rebooted.there was no patient incident.